Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1797933, medical device expiration date: 2023-10-06, device manufacture date: 2018-10-15. Medical device lot #: 1791015, medical device expiration date: 2023-10-06, device manufacture date: 2018-10-15. Investigation summary: unconfirmed, no sample received. Investigation conclusion: the release paperwork was reviewed and did not reveal any non-conformity in relation to the problem statement. Batch was released in accordance to the acceptable criteria. A detached/loose plunger rod with supplier's cause could be linked to: an incorrect link between the plunger's thread and the stopper. The in-process and final inspection (critical dimensions + visual inspection) results from the supplier were all conform. No data points towards a non-conformity on the thread. An incorrect compatibility between plunger and barrel. This cause can be discarded as the event occured on the market, the customer would not have been able to process an incompatible plunger. A malformed/non filled plunger. This cause can be discarded as the event occured on the market, the customer would not have been able to process malformed/non filled plunger. No picture/physical evidences were provided by the customer, therefore additional investigation is not possible. There is a long history of detached/loose plunger rods identified on the market linked to user misuse and difficulty with customer blisters.

Event description:
It was reported that plunger error occurred during use with a ultrasafe x100l pr plum ssl nvs stein. The following information was provided by the initial reporter, "patient stated she injected her second syringe (B)(6) 2020 and the plunger "came out". Tried to push it back and the medication spilled out of the syringe."